Manufacturer narrative:
Final analysis confirmed the reported backup. The backup occurred due to check sum error. The cause of check sum error could not be determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.